Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.

Event description:
The micro oscillating saw was sent in for eval because it was running on its own during a procedure. The procedure was completed with the same device. There was no procedure delay; no adverse event was reported.